Event description:
This MDR is a duplicate of 0001526350-2024-01413. The initial report was created in error and should be voided.

Manufacturer narrative:
This medwatch is being filed to void initial report, as it was created in error. The following sections were updated/corrected: b4, b5, g3, g6, h2, h11. This MDR is a duplicate of 0001526350-2024-01413. The initial report was created in error and should be voided.

Event description:
It was reported during surgery that the device cut too deep on patient. There was report of an unknown impact to the patient. Due diligence is in progress.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer.